Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2016 with the following findings: during investigation, a visual inspection of the pump showed no damage to the battery compartment or battery compartment threads. The pump powered on with a test battery cap. Unrelated to the complaint, investigation revealed that the audio bolus button was detached and missing from the pump. The audio bolus button response was not able to be tested due to the missing button cover.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.